Event description:
It was reported the pt is complaining of pain at the ipg site due to weight loss. Follow-up info revealed a sjm representative met with the pt and determined the ipg may have shifted slightly in the pocket causing occasional discomfort. However, no plans for further intervention have been scheduled at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.